Event description:
The unit was returned to a covidien service as a back to stock unit. Upon triage the service tech found that there are burnt exposed copper wires from a damaged power cord.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.